Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
User facility voluntary medwatch rec'd that stated: "pt arrived in the unit complaining of pump bag wet and leaking. Pt stated that on that day she noted pump beeping and said, 'air online.' She said she called the 800 number on the back of the pump and was instructed to check the bag, and she discovered it was wet. Apparently the tubing leaked." Upon further query the following information was provided that indicated leakage of a chemotherapeutic agent. After an unspecified length of time in use, the pt returned to the user facility and reported that an unspecified amount of chemotherapeutic agent leaked. The tubing set was replaced and the therapy was resumed. The spill was cleaned up according to facility's protocol. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.